Event description:
It was noticed that the weldment of the stand aid's arm has disassociated. No patient was involved in this incident.

Manufacturer narrative:
We were notified of this incident (B)(4) 2015. We have requested the unit to be returned via (B)(4). Upon receipt of the unit, a more complete report with root cause and corrective actions, if applicable, will be provided.